Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir icon shows empty when it is not. The customer's blood glucose level at the time of incident was unknown. The customer has received external ram crc error. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.